Manufacturer narrative:
Patient weight is unknown. (B)(4) for the reported event of balloon distil tip detached. Investigation results: visual evaluation of the complaint device revealed the distil tip detached, a kink in the catheter, and damage to the c-channel. The damage noted to the catheter of the device may be due to excessive force used in removing the guidewire from the c-channel. The investigation results are consistent with the event description. The reported defect of distil tip detached was confirmed as well as the catheter being kinked and damage to the c-channel. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6) 2011. According to the complaint, during the procedure, the distil tip of the balloon fell off inside the patient. The physician was able to remove the distil tip using a roth net device. It was confirmed that the balloon did not burst and that there was no other reported damage to the device. A competitors' extractor balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.